Manufacturer narrative:
Part number# 301-75 is not distributed in the us; however, is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k871204. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplement report.

Event description:
The company received the following report. A patient with advanced lung cancer deteriorated on (B)(6) 2011 and was sent to the facilities ICU department. The patient was immediately intubated with the reported device and connected to a ventilator. Later that evening, it was reported that the end clinician observed that the tube was leaking and elected to remove the tube and reintubate with a replacement tube. The tube was replaced without incident. The caller reported that the next day (B)(6) 2011 the patient refused further treatment and elected to leave the hospital. The facility received information that two days later (B)(6) 2011, the patient expired. The facility stated the event was due to preexisting medical condition and not related to the product deficiency. The caller confirmed that the tube was no longer in use since the patient refused treatment at the facility.